Event description:
This report summarizes 19 malfunction events in which the device reportedly had a decrease in pressure. 10 events had the problem identified during a non-clinical procedure; there was no patient involvement. 5 events had patient involvement: no patient impact. 4 events had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 19 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device reportedly had a decrease in pressure. 10 events had the problem identified during a non-clinical procedure; there was no patient involvement. 5 events had patient involvement: no patient impact. 4 events had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 11 devices were received. 1 device was not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device reportedly had a decrease in pressure. 9 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact. 5 events had insufficient information received.